Event description:
It has been reported to philips that the allura system can¿t perform exposure. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that device cannot emit exposure. The philips fse analyzed the log file which showed image processing malfunction and image disk error. Device can emit fluoroscopy, but it cannot save the image. Upon functional testing fse confirmed that the image disk may has bad contact. To resolve this issue, the philips engineer reconnected the image disk. After reconnected the image disk, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.